Event description:
It was reported that the left ventricular lead dislodged on the evening of implant as confirmed by x-ray. Left ventricular capture only occurred at maximum output in one configuation. Programming was changed to avoid pacing until the lead could be repositioned. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.